Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify no delivery alarm/insulin flow blocked alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Unable to download pump traces and history file using thus due to critical pump error (open book image) alarm. Successfully downloaded the comlink3 files. The comlink3 does not provide the additional information. Critical pump error (open book image) alarm was confirmed, suspected on hw. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify no delivery alarm/insulin flow blocked alarm, perform the required testing, download pump traces and history file using thus due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, occluded. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-332a, mmt-397a. Troubleshooting was performed. Customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl. No product return is required for mmt-332a. No product return is required for mmt-397a.